Manufacturer narrative:
The service rep removed a foreign object from under the collimator cover and tightened articulating arm mounting bolts. Fluoro image is free of artifacts at this time. System operates properly at this time. This correction is as follows: this MDR was originally submitted under the number 1720753-2007-07044. That number had already been submitted for model 9800, submitted on 11/8/07. We are submitting this report to replace the duplicate report number for this device.

Event description:
The customer reported there was something loose in collimator cover and an artifact appears in the fluoro image. No risk of injury to pt or staff.